Event description:
The attending physician observed one screw backing out on films taken during a follow-up exam. A revision surgery was performed in 2008. The construct was explanted, and replaced with another MFR's system. The revision case was completed with no further incidents. The pt is reported to be in good health, and will continue to be monitored closely.